Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.

Event description:
Healthcare professional reported through company representative "rupture and capsular contracture baker grade I". This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 20-mar-2026. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported through company representative "rupture and capsular contracture baker grade I". Later healthcare professional reported "implant rupture and ptosis", partial capsulectomy. This record is for the right side. Device was explanted